Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the account that the liquid optics interface (loi) product was not sealed when package was opened. The product was requested but it was reported that unfortunately they disposed it.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: conclusion code 67. Code 67 was not included in initial report.